Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's nurse reported via phone call of hospitalization for high blood glucose of 1200mg/dl and diabetic ketoacidosis. The customer treated with a bolus. Customer indicated that their doctor has been contacted and their blood glucose value was 270 mg/dl at the time of the call. Troubleshooting was performed and found that the nurse did not have the pump and was advised to call back for further troubleshooting when they have the pump. No further details given.